Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A nurse reported that an intraocular lens (iol) was replaced with the same model, different power iol. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 6/3/10, 6/4/10, and 6/7/10 by phone, fax, and mail. A completed questionaire has not been received. (B)(4). (B)(4). (B)(4).